Manufacturer narrative:
The reported event is unconfirmed as the reported event could not be replicated. Visual evaluation noted received 1 skylight tipless nitinol stone basket in opened packaging. As the original packaging was already opened it s unknown if air leak was present and/or if the packaging was incomplete prior to user receiving it. Removed stone basket from packaging and stone basket was able to open and close with no difficulties. Based on the physical sample received the reported event is unconfirmed as reported event could not be replicated. No root cause could be found because the reported event was unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after unpacking, it was found that the final packaging of nitinol stone basket had air leak.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after unpacking, it was found that the final packaging of nitinol stone basket had air leak.